Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ten4, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported that she got close to the television on (B)(6) 2015 and got a jolt or shocking sensation. She moved away from the television to resolve the jolt.